Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) said no one has told them their stimulator was recalled and they had it taken out. Pt said their family doctor brought it to their attention and the patient looked into it a little bit deeper and from what they read: they do not want to die, from the battery rupturing and killing them. Pt said they see several people have died from it. Pt said they pulled up their stimulator and it is recalled. Pt said their doctor acts like it is not a very big deal, but it is not onthem. Reviewed: a recall may not mean stimulators must be removed. Reviewed some recall information, reviewed there are some potential risks, recommended reviewing manufacturer literature about safety. Pt may have said: this is a manufacturer website, (but it is not clear if pt meant they read it on the manufacturer website). Pt said, this ins they read about yesterday was from: incontinence institute and says, according to studies and a journal of urology and manufacturer's own ins therapy clinic summary. Offered to forward to pt the patient therapy guide. Reviewed how manufacturer communicates information to the FDA. Offered to help pt with their ins. Pt said it has not charged hardly any since they had it put in, but they have recharged. Pt said, it took forever to get a lady to come to greenville sc to help, the lady got it charged she got a program going but it is not working again. It's not on. Pt said, this is their life. If there is anything whatsoever wrong with this implant they want it taken out of their body period. Redirected to the hcp to discuss surgical removal. Pt asked for someone else to speak with however pt hung up before a transfer was complete. Outgoing call made to patient. Patient said their concerns are validated. Patient said no one has called to tell about a recall. Patient said they called their urologist and they acted like it was no big deal. Patient said the recall was brought to their attention. Patient pulled up the info they read during the call. Patient was on the FDA website and and said the recall was about unintended stim during programming, patient said they have had this happen. Patient then read the adverse events associated w/ the device. Patient called the clinic this morning and was told they can see the nurse practitioner on thursday. Patient was not happy w/ this as the np would not be the one removing the device. Patient was upset stating ps should now be asking her to read the info as we should know about it. Patient was also upset stating ps called the patient to convince them to keep the device. Patient said they have made the decision that they want the device removed. Reopened and reassigned case to email the rep. Sr information was not asked due to the patient being escalated and the patient stated they were having coffee w/ a friend they don't see often.